Event description:
It was reported that during a clinical follow up, the light-emitting diode (led) on the main system controller was noted to have problems during self-test procedure. The controller was to be replaced by the backup controller and a new controller was to be purchased as a backup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: patient initials and date of birth corrected. Section d1, brand name: corrected. Section d4, catalog number, serial number, and primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of ¿problems¿ during a self-test was able to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis and log files were not submitted for review; however, a few photos were provided. The submitted photos revealed that during a self-test, there were a few white vertical lines on the left side of the lcd display. It was also noted that the pump running light emitting diode (led) was slightly dim. Provided information indicated that the controller was exchanged in response to the observed problems. The root causes of the observed issues could not be conclusively determined through this analysis. The device history records showed that the system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad. The heartmate ii lvas IFU and heartmate ii patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.